Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 310 mg/dl. The customer stated that none of the keys are responding. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 310 mg/dl. The customer gave herself a shot for the high blood glucose. The customer is unable to access the insulin pump. The customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21 alarm due to unresponsive buttons. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.